Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Received call from bedside rn last night. They were having an issue where the console wouldn¿t recognize the purge disk while they were changing the cassette. I recommended that try a different cassette and they said they¿d call me back if that didn¿t work. They messaged me a little while later and said they ended up doing an aic to aic transfer. They stated that they tagged the old console and placed it aside. The nurses noted that the patient remained stable and had no complications during the event.

Manufacturer narrative:
The root cause of the inability to recognize the purge disc on ic8810 was a broken purge disc detection flag.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient.